Manufacturer narrative:
There was/were 3 case(s) with no sample received for evaluation, a result code of no findings available and a conclusion code of cause not established. There was/were 1 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: 2019-53473.

Event description:
This report summarizes 4 events for q2 2019. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material discolored. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification.